Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation with a 330cc mentor smooth round high profile saline breast prosthesis and experienced capsular contracture, baker grade 3 on the left side post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received an updated date of explant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).